Event description:
Pt was revised to address pain. It was also reported that there was a greenish substance present.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the femoral implant product/lot combination since release for distribution. A product/lot combination was not provided for the sleeve component. Device history review performed for the cup product/lot combination found no related deviations or anomalies. Per the initial reporting, pt x-rays are not available for examination. The investigation is unable to determine a root cause with the info available. Based on the investigation, a need for corrective action was not identified. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.